Event description:
Reporter alleged obtaining a discrepant blood glucose result of 68 mg/dl back to back with a result of around 128 mg/dl on the aviva system when testing was performed within 10 minutes. Reporter indicated he was not experiencing any hypoglycemic symptoms during the time of testing. No actions were reportedly taken or treatment received. No adverse event reported. A request was made for the return of the suspect device and replacement product was sent.